Event description:
The facility reports the pt was placed into the lift. According to the ra, the pt was wearing the safety belt and all precautions were taken. Once in the lift, the pt began to move their arms and body all over the place. The cna became worried that they would fall. When the cna fell and landed on the kneepad. The pt incurred a cut on their upper left thigh about six inches in length and 1/2in in depth. The pt received stitches for their injuries and pain medication.